Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of the essure implant removed and retrieved'), embedded device ('migration of essure device location of device: embedded into other tissue') and fallopian tube perforation ('perforation (fallopian tube(s) in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 1. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera) from (B)(6) of 2009 to (B)(6) of 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced pelvic pain ("pain"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping) and dyspareunia ("dyspareunia (painful sexual intercourse). On (B)(6) 2009, the patient experienced depression ("neurological conditions or problems type: depression"), anxiety ("anxiety") and mood swings ("mood swings"). On (B)(6) 2010, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only), hysterectomy (full), hysterectomy with bilateral salpingo). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, embedded device, fallopian tube perforation, menorrhagia, headache, ovarian cyst and depression outcome was unknown, the pelvic pain, abdominal pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, anxiety and mood swings had resolved and the weight increased was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, headache, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: ??-???-2008, (B)(6) 2009. Current weight 142 lbs. Discrepancy noted in date of removal (B)(6) 2010 & (B)(6) 2009. Received treatment for ovarian cyst, device embedment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) of 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of the essure implant removed and retrieved'), embedded device ('migration of essure device location of device: embedded into other tissue') and fallopian tube perforation ('perforation (fallopian tube(s))') in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 1. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera) from (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced pelvic pain ("pain"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced depression ("neurological conditions or problems type: depression"), anxiety ("anxiety") and mood swings ("mood swings"). On (B)(6) 2010, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)/ hysterectomy (full), hysterectomy with bilateral salpingo-). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, embedded device, fallopian tube perforation, menorrhagia, headache, ovarian cyst and depression outcome was unknown, the pelvic pain, abdominal pain, vaginal hemorrhage, dysmenorrhoea, dyspareunia, migraine, anxiety and mood swings had resolved and the weight increased was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, headache, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2008, (B)(6) 2009. Current weight 142 lbs. Discrepancy noted in date of removal (B)(6) 2010 & (B)(6) 2009. Received treatment for ovarian cyst, device embedment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: mr received: new event device breakage was added. Reporter was added on 6-dec-2019: fu 3 and 4 processed together. Pfs received: no new information added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: embedded into other tissue') and fallopian tube perforation ('perforation (fallopian tube(s))') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"), 5 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain ("pain"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced depression ("neurological conditions or problems type: depression"), anxiety ("anxiety") and mood swings ("mood swings"). On (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)/ hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, fallopian tube perforation, menorrhagia, headache, ovarian cyst and depression outcome was unknown, the pelvic pain, abdominal pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, anxiety and mood swings had resolved and the weight increased was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, headache, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: ??-???-2008, (B)(6) 2009. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs received: reporter¿s information, patient demography, medical history, concomitant condition, lab data, concomitant drugs were added. Event injury was replaced with pelvic pain. New events - abnormal bleeding (vaginal, menorrhagia), migraines / headaches, reproductive system disorder or condition type of disorder or condition: ovarian cyst, migration of essure device location of device: embedded into other tissue, neurological conditions or problems type: depression, anxiety, mood swings, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube(s)), weight gain, abdominal pain, mood swings were added. Severity of event pelvic pain and abdominal pain were updated as severe. Outcome of event pelvic pain, abdominal pain, migraines, mood swings, anxiety, abnormal vaginal bleeding, dysmenorrhea, dyspareunia were updates as recovered/resolved and weight gain was updated as recovering/resolving. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.